Manufacturer narrative:
Analysis of the programmer (serial no. (B)(4)) found no significant anomaly. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for parkinson¿s dual and movement disorders. It was reported there was poor communication on/with the programmer unit. The patient stated that it appeared the programmer antenna was not working anymore because they could not connect to their ins while using the programmer with the antenna plugged in. There was no telemetry with the antenna attached. The patient stated they could connect just fine when the antenna was disconnected. No patient symptoms or harm were reported in the event. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that the replacement programmer resolved the telemetry issue. There were no further complications reported or anticipated.